Event description:
It was reported that the cage fractured post op after lifting a heavy object. Reported that revision will be needed in the future.

Manufacturer narrative:
Updated adverse event and product problem to product problem. Updated executive summary to include new information. Operator of device added. Date of implant added. Updated adverse event to malfunction. Method: product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed upon x-ray image review. The supplemental fixation system looks fine on x-ray image review. The device has not been received back as it's still implanted in the patient, therefore, product evaluation couldn't be performed. Manufacturing record was reviewed, and no relevant issues were identified. It's reported that the patient was instructed, not to lift heavy things and not to jump (gym) for the next 2 month. It¿s also reported that a scrub nurse impacted the bone graft with impactor using a huge hammer. Impactor and cage were not in line while a nurse was using the hammer. " per surgical technique, only graft compactor is supposed to be used for bone graft placement. The hammer is not included in the surgical technique. Therefore, it¿s likely that a potential crack has been initiated when the bone graft was impacted inside the cage via off-axial overload by the reported hammer. Conclusion: the plausible root cause of the reported event is the deviation from surgical technique - off-axial overload while impacting the bone graft into the reported cage using a hammer which is not included in the surgical technique. Stryker has decided to take a field action (3004024955-11/14/18-001-c). Specifically, stryker executed a correction by updating the surgical technique guide to warn end users against misuses which include extreme surgical techniques that fall outside the approved instructions for use. Device still remains implanted in the patient.

Event description:
It was reported that the cage fractured post op after lifting a heavy object. Reported that revision will be needed in the future. Based on the new information received on december 4, 2018, it was confirmed that no revision surgery required. The patient is stable, pain free and fusion has started. No need to wear corsage. No other consequence to the patient was reported.